Event description:
The hcp reported that one week post implant the pt developed redness, swelling and drainage of the device pocket. Cultures were positive for staph aureus. The pt was treated with IV and oral antibiotics and the infection reported as resolved.